Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition. The cause of the condition remains unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.